Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 3.25mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the second inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Initial reporter city: (B)(6). Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. The device was soaked in a water bath for seven days to loosen the blood and contrast in the device. There was a pinhole 1mm proximal from the distal marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 3.25 mm x 8 mm nc emerge balloon catheter was advanced for dilatation. However, during the second inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.